Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) review cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a (B)(6)-year-old male patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a complete heart block and resulted in death. It was reported that the patient was undergoing an ablation procedure for premature ventricular contractions (pvc). The physician used the mapping system and all catheters, sheaths, and equipment in a correct and appropriate manner. After the ablation of the left ventricular outflow tract (lvot), 3 minutes after the last radio frequency (rf), the patient¿s blood pressure dropped and developed a wenckebach phenomenon. Patient then went into a full code and cardiopulmonary resuscitation (CPR) was initiated. An interventional cardiologist was brought in and an impella was inserted, then a stent was placed in the left main artery and the patient was placed on extracorporeal membrane oxygenation (ECMO). It was reported that the patient expired prior to leaving the cath/ep lab. The physician¿s opinion on the cause of death is that the patient suffered damage to the left main coronary artery due to proximity of the radio frequency (rf) lesion placement. Additionally, the patient¿s condition contributed to the failure of resuscitation efforts.

Manufacturer narrative:
On march 20, 2020, the biosense webster inc. Received additional information. The following information was received: a male patient (69 y/o, not obese) underwent idiopathic ventricular tachycardia (idvt) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered myocardial infarction, coronary artery stenosis and death. The case was an ablation near the left coronary cusp. Initial check was for a pericardial effusion/tamponade. There was no effusion demonstrated on ultrasound. Interventional cardiology had been called in, and the left main coronary was noted to be occluded. An impella device was implanted to help with maintaining blood pressure and a stent was placed in the left main coronary artery. The patient did not recover and expired. Based on this information, the event was reassessed and was coded as myocardial infarction and coronary artery stenosis, which are known complications of radio frequency (rf) ablation. Therefore, section h6. Patient codes has been updated. Manufacturer's reference # (B)(4).